Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
According to the report, the device was to be used to monitor the pt's ECG but it would not power up and further attempts resulted in only intermittent power ups. A backup device was immediately called for and use. The reporter stated there were no adverse affects to the pt as a result of the device use.